Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2023 and suture was used. During the procedure, this case is from health authority. The patient was admitted due to "40+3 weeks of amenorrhea and irregular lower abdominal pain for 7+hours". Diagnosis: 1. G7p640+4 weeks intrauterine pregnancy with low head and threatened single live birth; 2. Pregnancy with moderate anemia; 3. Elderly pregnant women. At 21:41, a female live baby was delivered under perineal protection. After the delivery of the placenta, the cervix and right vaginal wall were examined for a laceration of approximately 4 * 1cm, and the perineum I ° laceration. During the process of suturing the patient's vaginal wall wound with suture, the problem of pulling off suture needle happened. The doctor immediately opened a new suture for suturing and tied it with the previous suture, successfully completing the suturing and ensuring that the wound was fully sutured. The patient's subsequent vaginal and perineal wounds showed no redness or swelling and healed well. The patient was discharged smoothly on the 3rd day after surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.